Event description:
Boston scientific received information that the patient with this boston scientific device and competitor lead, exhibited an error code message for a shortened shocking lead during device testing. A boston scientific technical service (ts) agent was contacted for analysis of the error code. After review, the engineer's analysis confirmed low shocking impedance values of less than 20 ohms, likely due to a bad lead. The fault code was tripped when the impedance is <12.5 ohms. Ts recommended, that the device and lead both need to come out as the shorted lead condition could lead to internal circuity damage to the device and thus prevent the device from effectively delivering shock therapy. No adverse patient effects were reported. The competitor lead and device were explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. An x-ray inspection verified the header wires were intact and the internal fuse was not damaged. The device header was removed so the device case could be opened. During header removal, arcing damage was observed under the header between the rv+ header wire and the device case. Review of device memory confirmed a shorted lead fault (fault code 1004) was recorded on (B)(4) 2012. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device was not able to deliver shock therapy during testing. The device failure was the result of induced high energy over-stress.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.